Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000166, serial/lot #: unknown. A medtronic representative (rep) went to the site to test and service the equipment. Testing found that the door was not closing, so the rep adjusted the door mechanism. An invalidate home was performed and a rotor offset adjustment was performed. The mechanical failure was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that system¿s door was not closing. The door appeared closed, but the pendant showed that the door was open. No patient was involved.